Event description:
Written report received from baxter for flow stopped while in patient use. Contents of device reported as "unknown". Report states there was no patient injury or medical intervention required.